Event description:
It was reported that during an unk procedure, the tlc reload couldn't fire. No patient consequences were reported. No incidence of infection or inflammation.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2026. D4: batch # 703d20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the trt10 reload was received with no apparent damage and with no instrument. The reload returned unfired with the swing tab in the unlocked position. The reload was testes for functionality with a test device and fired without any difficulties. However, 2 staples were noted to be missing along the staple line. The event described could not be confirmed since the reload fired without difficulty. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 703d20, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: is the current patient status known? Stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.